Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached x-rays, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna helical blade. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019, after an unknown implantation surgery that was held on (B)(6) 2019, surgeon noted that the tfn-advanced proximal femoral nail (tfna) helical blade perforated or sunk the distal tendency to vaurus. Surgeon originally noted the migration of blade through multiple x-rays taken on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. X-ray on (B)(6) 2019 showed that the blade was dynamically locked; x-ray on (B)(6) 2019 showed an immigration of the blade and fracture compressed; x-ray on (B)(6) 2019 showed a successive immigration of the blade to maximum stop at the lateral end; x-ray on (B)(6) 2019 showed that the blade perforated or sunken distal tendency to varus a revision surgery that was originally scheduled to be held on (B)(6) 2019 was completed successfully. All the devices were explanted. Patient¿s condition is stable after surgery. This complaint involves one (1) device. Concomitant devices reported: unknown nails: tfna (part# unknown, lot# unknown, quantity# 1), unknown locking screws (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown nail head elements: tfna helical blade this is report 1 of 1 for (B)(4).